Event description:
Boston scientific received information that this acute cardiac resynchronization therapy defibrillator (crt-d) in association with the chronic transvenous left ventricular (lv) lead exhibited greater than 2,000 ohms pace impedance in the tip to ring configuration. This occurred during the crt-d implant procedure, during testing. From tip to can, pacing impedance was within normal range at 571 ohms. It was recommended that the local area sales representative check the two lv tip configurations without including the ring and to then verify if the measurements were normal. There were no reported adverse patient symptoms associated with these clinical observations.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Additional information was received that the left ventricular lead attached to this device was replaced at a recent procedure. It was determined that the cause of the high pacing impedances was a lead fracture that occurred at the suture sleeve site with no alleged device involvement at this time of explant. The device remains implanted with a new lv lead with no adverse patient effects reported.

Manufacturer narrative:
The local area sales representative stated that by adjusting the lv lead configuration, normal impedance was able to be achieved. To date, information suggests that these medical devices remain actively in service without further issue. If new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.